Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube stopper was found "cocked" before use, resulting in loose closure. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "it was reported that pst vacutainer stopper is cocked." "I now have a pst tube also. These tubes were not used for testing, they were caught before being used."

Manufacturer narrative:
H.6. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for cocked stopper with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube stopper was found "cocked" before use, resulting in loose closure. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "it was reported that pst vacutainer stopper is cocked." "I now have a pst tube also. These tubes were not used for testing, they were caught before being used."